Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be dislodged at a routine follow-up appointment. Sensing issues and loss of capture were observed. The lead was successfully repositioned. Other than the required revision procedure, no additional adverse patient effects were reported.